Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing, "fast" testing, and internal inspection without duplicating the report. The main board and capacitors will be replaced as a precaution. The device will be recertified and returned to the customer. Review of the device logs makes it clear the device presented an error in july where the end result was that the device code indicator was red and beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for a least 4 months. This report has been attributted to an unaddressed advisory message. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted n "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.